Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) could only be pumped once and would not inflate further. The release valve functioned, but no additional fluid entered the cylinders. Imaging is being scheduled to assist with troubleshooting and further evaluation. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) could only be pumped once and would not inflate further. The release valve functioned, but no additional fluid entered the cylinders. Imaging studies showed fluid in the reservoir and possible redundant tubing. There were no patient complications reported.